Event description:
It was reported that during a laparoscopic sub total hysterectomy, after firing the device, was unable to open the device. Troubleshooting steps tried. The patient required an unnecessary laparotomy as a result of the jammed instrument and the three unit blood transfusion and will be in hospital for a week. An hour of extra or time was used.